Manufacturer narrative:
There was no vessel injuries and no device malfunctions were reported. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. Critically ill patients admitted to the ICU are prone to dvt, mostly due to inflammatory status post injury, abnormal coagulation, immobilization and catheterization. Institutions should follow guidelines in dvt prevention which include pharmacological and mechanical methods. Institutional implementation of standard protocols that incorporate these measures may have contributed to the reduction of dvt rate. Importantly, therapeutic hypothermia using a zoll ivtm cooling catheter placed in the femoral vein is not associated with increased incidence of dvt or pe. The benefits of using ivtm in the critically ill patient population outweighs the potential risks of dvt and pe.

Event description:
A (B)(6) year old female was enrolled in the study on (B)(6) 2016 after experiencing cardiac arrest in a public place. There was no treatment provided before ems arrival. Upon arrival, the ems defibrillated the patient and rosc was achieved. Ems intubated the patient. There was no other form of cooling administered prior to arrival at the hospital. Upon arrival at the emergency department at 13:25, the patient received 1000 ml cold saline infusion. At 19:30, the patient was transferred from the emergency department/cath lab to intensive care. Prior to catheter insertion, IV bolus of cold normal saline and anti-shivering medication was initiated as per protocol. Patient was also anti-coagulated with prophylactic heparin. A zoll quattro catheter was successfully placed into the right femoral vein on (B)(6) 2016 at 15:00. Catheter insertion was made in one attempt. It is unknown if insertion was difficult or smooth. The patient was cooled successfully. The catheter was removed on (B)(6) 2016 at 12:00. On (B)(6) 2016, the site reported deep vein thrombosis (dvt) which was discovered via echocardiography and was later confirmed with venous tac (total antioxidant capacity). Thrombus was located in the inferior vena cava, hepatic vein and right iliac vein. The site reported that there was no other catheter placed on the side the thrombus was noted. The event was considered serious and was related to patient's clinical condition and to the study device. Dvt was considered an anticipated complication of the clinical condition or cooling procedure. There was no device malfunction reported. The patient was treated with full-dose of heparin.